Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's device had unexpected longevity. The device remains in use. Additionally, the patient's left ventricular (lv) lead had high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.